Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that over time, the right ventricular lead sensing had decreased and was down to 1.7 mv. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The sense electrogram amplitude was measured. The r-wave subthreshold values range from 1-4 mv between the weeks ending (B)(6) 2011 and (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.